Event description:
Event date unknown. Customer reported that the blue piston on the valve stayed compressed allowing blood to freely flow out of the catheter. No patient impact reported. Product discarded and will not be received.

Manufacturer narrative:
(B) (4). This report was filed by the MFR.